Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 45 mg/dl, hcp thinks settings are incorrect and is working with customer to adjust settings. Customer consumed glucerna liquid and large glucerna bar to address low bg.